Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency. It was reported that the patient stated that she has not been able to void as much and had to go to the hospital today to get her leads replaced because they were not put in correct. She tracked her night time voids last night. Daytime voids were left black as she did not track those yesterday. No further complications were reported.